Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that rep was with a patient who will be undergoing a revision today but pt's ins is depleted. Technical services (tss) walked caller thru adding recharger app to their tablet so they can use their spare wr to charge the pt's ins prior to the procedure. Patient has not had the same relief she experienced during the trial. Her baseline pain has remined the same despite several reprogramming sessions. The patient did not report a singular event but has scheduled multiple reprogramming sessions in an attempt to replicate the relief she had during the trial. The neurosurgeon moved the paddle in an attempt to get better coverage.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jan-2029, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.